Manufacturer narrative:
The customer's report was verified and attributed to a corrupted system log. It is unknown what caused the system log to become corrupted. The device and logs were factory cleared to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient age & gender unknown, the device displayed an internal error occurred. System reset required message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.